Event description:
The user facility reported a steam leak from their eagle sterilizer. A procedural delay was reported. No report of injuries.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and was unable to identify any issue with the unit; the cycle passed. The sterilizer ran a cycle but the door was not fully secured shut. Steam was able to escape and create condensation. The technician adjusted the door unlock switch unrelated to the reported event and confirmed the unit to be operating according to specification. Page 9 of the sterilizer operating procedures, hospital usage states, "2.5 manual door operation, to close and lock door from open position - swing door closed by hand and rotate handwheel clockwise as far as it will go using normal hand pressure." Relevant hospital personnel were in-serviced on proper use of the sterilizer.